Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had changed her set and reservoir and when she primed the pump, insulin squirted out. Customer's blood glucose was 143 mg/dl at the time of the incident. Customer's current blood glucose was 153 mg/dl. Customer stated that all of her insulin came out of the tubing before the priming could complete. Customer went through 5 sets before she could get the pump working again. Customer ran a self-test and everything came back okay. Customer stated that the insulin continues to drip after letting go of the act button during the prime process. Customer assembled a new set and all the steps ran smoothly during priming. Customer was explained that the infusion set change resolved the issue. Customer was advised to monitor the pump.